Event description:
A distributor complaint from norway reported an alarm 20 on a pump during insulin delivery. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer by attempting to resolve the issue, but the alarm persisted. Therefore, they decided to replace the pump. The customer was advised to use multiple daily injections as a backup therapy in the meantime. Instructions were provided on returning the problematic pump, and a replacement pump was sent to the customer.